Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r94z9z, r41633, r4128a and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic right upper lobectomy, the device loading gst60g could not be fired at the 3rd firing on the interlobar. Then, the cartridge was replaced to gst60t, but the same event continued. It was found that the battery generated heat slightly. Another device was used to complete the case. There were no adverse consequences to the patient.